Event description:
Information received indicates the bed does not have a good ground.

Manufacturer narrative:
The technician found a poor contact between the electric pan and the intermediate frame. The technician cleaned and tightened the screw at this contact point to repair the bed.